Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected: additional narrative, component code and conclusion code. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up. Upon troubleshooting, the fse found the host pc did not boot together with the rest of the system. The fse opened the pc to check the internal components, and proactively disconnected/reconnected the dimms (dual in-line memory modules) and the disk bay cables. A restart was then performed by the fse to which the entire system started up successfully. The system was returned to good working condition, and there have been no reports of this issue recurring at the customer site since this event. Note that fsca 2023-igt-bst-027 (dkma reference 2024011361) had already been completed on the system at the time this reported event occurred, and it has been determined that the fco completion is unrelated to this reported issue. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up. Upon troubleshooting, fse found that the host pc did not boot together with the rest of the system, but if the host pc turned on manually the system works. And after a cold restart, the host was offline again. Fse found that after implementation of a medical device correction z-1151-2024, z-1156-2024 on this system, the problems started. Fse opened the pc again and checked the connections of the dual-line memory module (dimm) and disk bay. Due to manufacturing issues, the disk bay and dimms may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. To resolve the issue, fse reconnected the dimms and disk bay, and the system was returned to good working condition. The codes were updated based on the investigation outcome.